Event description:
The pt presented to the hospital with an infected "permcath." The pt is a hemodialysis pt and the infection was discovered at another acute care hospital before being transferred fro hemodialysis services. The pt was described as septic and had the permcath exchange on (B)(6) 2012. The documentation reported the pt receives outpatient hemodialysis treatment and has a left arm maturing av fistula as well. The pt's bacteria from the infection was reported as (B)(6) coagulative and klebsiella pneumoniae. Pt was treated with antibiotics "(B)(6)" at hospital and "(B)(6)" during hemodialysis treatments for two weeks. He was discharged in stable condition from the hospital on (B)(6) 2012. Unable to determine when the permcath was placed for the pt and who the MFR was. The only identifying info was the permcath was "32cm".